Manufacturer narrative:
No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. Evaluation summary: no sample is expected for evaluation. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on the manufacturer's acceptance criteria. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Event description:
An optometrist reported that one month following lasik surgery, the patient reported increased light sensitivity after the topical steroid drops were discontinued. Per the patient, the light sensitivity affected both eyes; however, it was greater in the left eye. The topical steroid drops were increased to treat the event. Additional information has been requested. There are two medical device reports associated with this event. This report is for the left eye.